Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 12-april-2017, a field service engineer (fse) was dispatched to address the reported event. During servicing, the fse inspected the cup transfer alignments and adjusted z height to incubator. They performed the cups transfer evaluation for 50 reps twice and observed smooth movement. Fse ran a dummy specimen and there was no mechanical error. The customer verified that the instrument was running as expected. There was no further action required by fse. The most probable cause of the error 4153 c trans home overrun could not be duplicated.

Event description:
On (B)(6) 2017, a customer reported error 4153 c trans home overrun with their a1a-900 analyzer. The customer was running samples when the error occurred. They evaluated and removed a dropped cup in the sorter, removed a tip from the sample probe, and a cup from the incubator. The customer then rebooted but the error persisted. On 12-april-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.